Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter would not power on. The patient indicated that the alleged issue started on an unspecified date/time 3 weeks prior to contacting lfs on (B) (6) 2010. Three to four days after the alleged issue began, the patient claimed that she developed symptoms of dizziness, itching, and frequent urination. The patient denied that she developed any symptoms because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of frequent urination which can be associated with a serious injury 3-4 days after the alleged issue began.